Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract and vitrectomy combined surgery in an ophthalmic system there was small deception in endo illumination but sill they observed good results. During quad mode while using 4d phaco, they faced turbulences, intraocular pressure (iop) was about 34-35 mmhg; vacuum (vac) less than 500), they had to use another handpiece (vac 550, 70 mmhg iop) to have a better anterior chamber stability. While injection of blue dye system message was displayed on the screen. The surgery was completed on the same day. Patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).